Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath catheter. It was reported that a clinical search for the problem was conducted on (B)(6) 2025, post dialysis catheter placement, when it was noted that there was blood oozing out of the blood draw and when the catheter was pulled outward slightly, small holes were visible in the catheter. Reportedly, patient allegedly experienced extravasation, infiltration into the issue. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation review: although the physical device was not returned for evaluation, one video and two electronic photos were provided for review. The video shows a partial view of the dialysis catheter implanted into the patient's body. The clinician can be seen holding the blue luer and blood leaking out at the catheter insertion site was noted. The clinician later clamped the blue luer. The photo shows a partial view of the dialysis catheter implanted into the patient's body. The clinician was noted to hold the catheter tube with tongs showing a red highlighted circle. A puncture hole can be noted in the highlighted part. Therefore, the investigation is confirmed for the reported material puncture/hole and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath catheter. It was reported that a clinical search for the problem was conducted on (B)(6) 2025, post dialysis catheter placement, when it was noted that there was blood oozing out of the blood draw, and when the catheter was pulled outward slightly, small holes were visible in the catheter. Reportedly, patient allegedly experienced extravasation, infiltration into the issue. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.